Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. No technical root cause could be determined, system is performing within specifications. (B)(4).

Event description:
An optometrist reported a case of (spk) superficial punctate keratitis, observed in the patient's right eye six months post lasik. Reporter indicated that artificial tears were increased and cyclosporine ophthalmic emulsion was added. Patient noted a feeling of dryness. Upon follow up , the reporter indicated the dryness had resolved. There are two medical device reports associated with this event. This report references the right eye.